Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but a response was not provided. Because the upn is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The sheath was reported to have been leaking from the hemostatic valve of the sheath. The sheath leaked around the mapping catheter as well as the farawave catheter. It is unknown if the sheath is expected to return for analysis. No further information was provided.